Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that while impacting the cup, when surgeon attempted to rotate the cup position with 206276, lot 06030712 offset impactor shaft and the internal joint sheared. The surgeon was able to un-thread the shell and then use the straight impactor instead successfully. There was no harm to the patient.

Manufacturer narrative:
Based on the results of investigation. Reported event: the failure reported that the internal joint sheared causing multiple efforts to rotate and remove shell during case. There was no patient / user harm. The event was confirmed. Device evaluation and results: visual inspection shows a sheared break of the upper drive shaft. Attached figures show failure. Device history review: review of the device history record indicate (B)(4) devices were accepted into final stock on 08/21/2012 and had associated non-conformances. A review of npr (B)(4) revealed that the non-conformances were not related to the alleged failure in this complaint. Complaint history review: a serial level complaint search was performed within the trackwise database and no other complaints resulted related to the alleged failure. Tracking of complaints related to part number 110810 will be tracked through quarterly trend request #(B)(4). Conclusion: the failure mode was confirmed. Visual inspection showed the sheared break of the upper drive shaft.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that while impacting the cup, when surgeon attempted to rotate the cup position with 206276, lot 06030712 offset impactor shaft and the internal joint sheared. The surgeon was able to unthread the shell and then use the straight impactor instead successfully. There was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained. Not returned to manufacturer.